Event description:
It was reported that a right ventricular (rv) lead was explanted due to unknown reason. Another lead was successfully implanted the same day. No additional adverse patient effects were reported.

Event description:
It was reported that a right ventricular (rv) lead was explanted due to unknown reason. Another lead was successfully implanted the same day. No additional adverse patient effects were reported. Subsequently, additional information was received indicating the lead was explanted due to failure to capture and failure to sense due to dislodgment. Reported observations were confirmed via office testing of lead. No additional adverse patient effects were reported.